Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the stomach in a laparoscopic sleeve gastrectomy, the surgeon was  receiving an excessive force alert when he felt it was not warranted based of the tissue that were in the jaws. It was also noted that the device partially fired. After completing the last fire, the handle would not open the reload and the surgeon mentioned that he saw the reboot screen. Once booted up again, the reload automatically retracted the knife blade and opened the jaws. To resolve the issue, the device was still used with a new black reload. The surgery got extended for more than thirty minutes. There was no patient injury.